Event description:
It was reported that there was a malfunction occurred. There was no reported impact on the customer¿s blood glucose level. The device is being returned, and a replacement pump with a new serial number has been arranged for the customer.